Manufacturer narrative:
Approximate age of device ¿ 20 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a newly occurred pupil difference was observed. A cct scan showed a bifrontal lobar hemorrhage with perifocal edema, subacute infarction, and an incidental finding of an anterior communicating artery aneurysm. The patient is cardiopulmonary stable. No additional information was provided.

Event description:
Additional information: it was reported that the patient is in a rehabilitation center and would be discharged home. The patient is cardiopulmonary and neurological stable and has no neurological damage. No additional information was provided.

Manufacturer narrative:
Device investigation: the patient remains ongoing on lvad support. A direct relationship between the device and the reported event could not be determined. Stroke, neurological dysfunction, and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.